Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that about 30 seconds of noise was seen on the right ventricular (rv) lead after the defibrillation threshold (dft) testing. The rv lead remains in use. No patient complications have been reported as a result of this event.